Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non- sustained v oversensing alerts were received via merlin. Review of the egms revealed some v events were undersensed. Programing changes were discussed. Device remains implanted.

Event description:
New information notes that the patient condition is fine.